Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient presented feeling light-headed and fatigued. Upon device interrogation it was discovered the patients right ventricular (rv) lead was intermittently capturing, with high thresholds, high impedance and oversensing. A lead fracture is suspected. The lead was reprogrammed and a temporary pacemaker was utilized until the lead was removed and replaced the next day. No patient complications have been reported as a result of this event.